Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was returned broken, however there were no known issues during surgery. It is unknown at this time when or how the device broke.

Manufacturer narrative:
Visual inspection confirmed that the device fractured into two pieces on the medial side of the post. Scratches and nicks are present on the anterior surface. This device is used for treatment. A complaint history search based on the product and lot combination revealed no additional similar complaints. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.